Manufacturer narrative:
(B)(4). The affected product and data set have been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported a suspected back check valve failure when methylprednisolone was set to infuse as a secondary medication. Event was witnessed by the clinician who immediately intervened so that no harm was done. No additional patient or event details were provided by the customer.